Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was at a patient appointment to perform diagnostic testing on ins after patient reported unable to increase stimulation w/ an out of regulation (oor) or settings not available message on controller. The ins was implanted for epilepsy and lead was implanted on surface of skull (motor cortex). This issue started a few months ago. The patient was seen by a deep brain stimulation (dbs) rep who was unable to interrogate ins so a spinal cord stimulation (scs) rep was called in. During impedance test it was reported electrode three (3) was out of range >40,000 ohms. The rep instructed the caller to remove all programming with references to electrode three (3). Group a - program one (1) had all 0-7 electrodes programmed as a cathode, 8-15 programmed anode. Group b program one (1) caller reported electrode 3 programmed as an anode with two (2) and four (4) cathode. The caller wanted further recommendation on what to program. The rep reviewed with the caller that this is off label, motor cortex and could only assist in 'how' to program, verus "what" to program. The patient's managing hcp also wanted advice on how to program an epilepsy patient. The rep discussed this question would be better left for medical affairs or a medical consultant of some type. The caller and physician will continue to remove the three (3) electrode from programming. The dbs rep is aware of how to contact medical affairs if further information is needed. No further complications were reported.